Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden high out of range shock impedance measurement. Technical services (ts) advised shock impedance measurements had fluctuated since implant. No noise was exhibited. Ts suggested the health care professional continue to monitor at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.